Event description:
The user facility reported that the angio-seal device involved was attempted to be deployed; however, when the device was pulled back to seal the puncture, the entire device (anchor, plug, and suture) was removed from the patient and still inside the sheath. The groin shot had looked good and deployment steps were smooth up until that point. Manual pressure was applied based on hospital protocol. The patient was in stable condition. The procedure outcome was successful. The event occurred post-treatment. There was no patient injury or surgical intervention required. The event occurred post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on 07 oct 2022: the procedure performed was a heart catheterization using a 6 french procedural sheath. A pre-deployment angiogram was performed.

Manufacturer narrative:
Date of event: august/beginning of september. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date - device was not implanted. Explanted date - device was not explanted. Occupation: product manager. Device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). The product lot number was not provided by the user facility, which prevented a meaningful review of the device history record.